Event description:
Arterial pressure and arterial air alarms occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The pt received a previously scheduled blood transfusion. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarms and subsequent blood loss to clotting of the pt's access. The cycler alarmed appropriately. The pt was previously scheduled to receive a blood transfusion due to a known allergy to iron and a decrease in hgb level. The pt has since received a new permcath. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.